Event description:
It was reported that the patient presented to the clinic for post op follow up. Upon interrogation the right ventricular lead exhibited loss of capture. Chest x-ray and fluoroscopy confirmed the lead had dislodged. The lead was explanted and replaced.